Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse started up the erbe and an error m-02 appeared. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed and reproduced. Errors m-02-3 and m-02 were present in the error log. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in a good condition.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the bipolar energy was not working on the erbe generator. The customer tried power cycling the system, multiple instruments and instrument cords but the issue persisted. The customer was moving forward with case using a vessel sealer instrument. The procedure was completed as planned with no reported injury.